Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.0/074 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Corrected data: it is corrected to 05-jun-2018 in the initial MDR. It is corrected to 05-jun-2018 in the initial MDR. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned in micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4)